Manufacturer narrative:
This report is being supplemented to provide a correction, and additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed "static image" due to faulty ccd. Additionally, a failed leak test and small cut on cable were found. The most probable cause of the identified failures is cause traced to component failure. A definitive root cause however cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a noisy image. The event occurred during preparation for an unspecified procedure. There were no reports of patient involvement.

Event description:
It was reported that the subject device had a noisy image. The event occurred during preparation for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.